Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display, failed battery test and button error. The customer's blood glucose reading was 193 mg/dl. The customer stated that they tried several batteries but the pump did not work. The customer stated that she changed the battery and the display flashed white. The customer mentioned problems with the buttons. The insulin pump was not returned for analysis.